Event description:
Reportable based on analysis completed on 29sep2014. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre dilation was performed using a non bsc balloon catheter and a 2.50x16mm promus element¿ plus stent was selected but failed to cross the lesion. Dilation was done again at high pressure and the procedure was completed using a promus element plus stent. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product.   (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 228mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).